Manufacturer narrative:
Coding updated per new known event guidance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they have their external devices and need help turning their therapy on because they turned it off for an intestine surgery. Agent walked patient through trying to access their therapy. Patient was able to successfully turn their therapy on. However, when they tried increasing the intensity they would get a "the system is operating at maximum settings. Therapy cannot be increased" message. Patient tried other programs but would still get the same message when they increase their intensity to a certain point. Agent reviewed meaning of message and redirected patient to their doctor. Patient stated that they were currently admitted in a rehab facility and have an appointment with their doctor this april.